Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they needed help with programming. He stated that when he tried to give himself a correction, it programmed it to do so over a couple hours instead of all at one time. Also, he stated that when he pressed esc, a lost sensor alert came up. Customer¿s blood glucose was 463 mg/dl and he declined troubleshooting. He treated with a correction from the pump. The pump will not be returned for analysis.